Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70 serial#: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient¿s lead wires from the paddle to the ipg were visible. It was noted that the leads appeared to be curved and protruding out. The patient was also experiencing pocket pain as the patient had lost a significant amount of weight. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the there was no actual skin breakage noted.

Event description:
A report was received that the patient¿s lead wires from the paddle to the ipg were visible. It was noted that the leads appeared to be curved and protruding out. The patient was also experiencing pocket pain as the patient had lost a significant amount of weight. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Correction to fu #1 MDR should have been: (B)(6) 2018.

Event description:
A report was received that the patient¿s lead wires from the paddle to the ipg were visible. It was noted that the leads appeared to be curved and protruding out. The patient was also experiencing pocket pain as the patient had lost a significant amount of weight. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient¿s lead wires from the paddle to the ipg were visible. It was noted that the leads appeared to be curved and protruding out. The patient was also experiencing pocket pain as the patient had lost a significant amount of weight. The patient will undergo a revision procedure wherein the ipg will be relocated.